Manufacturer narrative:
Philips received a complaint on the als 861290 (heartstart xl+ defibrillator/monitor) indicating that the pacer mode did not activate. The event was outside of use and there was no reported patient nor user harm. It was determined that the pads had expired. The pacer mode was performed with expired pads, thus the pacer mode did not activate. As such, this is not considered a malfunction, but user error. The electrode pads were replaced and the device was confirmed to be fully functional. The device was returned to service and remains at the customer site. No further action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the pacer mode is not activated. There was no reported patient involvement.